Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Tandem technical support offered to troubleshoot the issue; however, the customer declined. Customer's blood glucose was 216 mg/dl at the time of the report.